Manufacturer narrative:
On march 1, 2023, mentor received additional information indicating that the patient's implants were replaced with the following devices: (right) 350cc mentor memorygel xtra breast implant catalog: smpx350 lot: 9792395 sn: (B)(6) and (left) 350cc mentor memorygel xtra breast implant catalog: smpx350 lot: 9792395 sn: (B)(6). On march 3, 2023, the mentor failure analysis lab received the device for evaluation. On march 8, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth mod + prof xtra 350cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 49-year old caucasian female patient underwent breast prosthesis implantation surgery with two 350cc mentor memorygel xtra breast implants. Post-operatively, the patient suffered right breast pain and hardening. The pain has caused the patient to lose sleep and pain to touch. Physical examination diagnosed the patient with bilateral breast capsular contracture (baker grade IV on the right, unspecified baker grade on the left) and bilateral breast deformity. As a result, the patient has been scheduled for bilateral breast implant removal surgery on (B)(6) 2023. This medwatch form is for the right breast prosthesis.